Event description:
It was reported the catheter was inserted and used on a female pt for a lower limb popliteal block in the operating room. The pt rec'd an explanation and was taught how to remove the catheter prior to leaving the hospital. As instructed, the pt removed the sciatic popliteal catheter at home without any resistance. As instructed, she examined the removed catheter and noticed that the metallic end of it was missing. The pt returned to the hospital and reported the event to the anesthesia team. A physical exam and x-ray did not allow the team to determine the catheter tips whereabouts.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.